Event description:
It was reported that the distal tip of the left cylinder of the ambicor penile prosthesis (app) had eroded into the urethra. The physician was visually able to see the cylinder tip when he opened the patient's meatus. The app device was explanted, the patient's urethra was repaired, and new device was implanted consisting of a pump, reservoir, and cylinder in the right corpora. No further patient complications were reported.